Event description:
The customer reported no oxygen supply. The customer ran a basic performance check and the unit passed. The unit was returned to full functionality and it was returned to service. The field service engineer (fse) confirmed the device was not in clinical use. No patient or user harm was reported.